Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device giving channel errors - replace bottle side pressure sensor and to check the new sensor as this pump just had a recent repair, the door of the unit had a crack on hinge which was replaced and ran the unit through all of its pm tests and 50ml infusion of distilled water after which no error was found. There was no patient involvement.